Manufacturer narrative:
Product event summary: the data files and balloon catheter, 83574 were returned and analyzed. The data files showed that at least 14 injections were performed with a balloon catheter without any issue on the date of the event. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. The balloon catheter failed the performance test due to triggering of system notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿. Dissection/ pressure testing showed a guide wire lumen kink at 1.65 inches inches from the tip and also revealed a guide wire lumen breach 1.65 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was observed. The balloon catheter was replaced and console rebooted to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.